Manufacturer narrative:
Product complaint # (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray at cement to implant interface. Cement manufacturer is from depuy. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Event description:
Doi: (B)(6) 2016.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: a2, b5, d4 (lot, expiration date), d11, h4, h6 (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial tray was loose, with no cement adherence at the tray to cement interface. The surgeon did not report concerns with the femoral nor patellar components, and they were not revised. The patient was implanted with attune knee system and depuy cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2016 dor: 1818910-2018-521032018 (rt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. X-ray images representing the reported device were provided for review. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4)> investigation summary: no device associated with this report was received for examination. X-ray images representing the reported device were provided for review. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.